Manufacturer narrative:
A siemens regional support center (rsc) specialist was dispatched to the customer site. After evaluating the instrument, the rsc specialist performed a total service call and visual inspection. The rsc specialist replaced the sample and the reagent syringes, the gray waste peripump, the reagent diluter assembly, the bulk bottle, and the incubation ring magnet. The rsc specialist also replaced the air pump, the bearing on the incubation rings and the ionizer voltage. The parts were replaced either as a precautionary measure or because they exhibited signs of wear. The rsc specialist calibrated the tni-ultra assay, ran quality controls and performed precision testing, all of which were acceptable. A siemens headquarters support center (hsc) specialist reviewed the instrument data and the service report. The hsc specialist found indications of a sample handling issue, and indicated that the centrifugation process performed by the customer is not recommended by siemens. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample upon repeat testing on an advia centaur cp instrument. The sample had resulted lower in the initial run. The discordant result was not reported to the physician(s). The sample was repeated in duplicates on the same instrument, resulting lower. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.